Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the biomed that the driver stopped pumping while connected to the pt. The pt was switched to a back up driver without further incident.

Manufacturer narrative:
The pt remains ongoing on vad support with the back up driver. The primary driver was returned to the manufacturer and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further info is available at this time.